Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd alaris smartsite¿ gravity set was falling apart due to improper gluing. This event occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: "we are getting reports that the gravity 15gtt set is falling apart, not properly glued!!"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris smartsite¿ gravity set was falling apart due to improper gluing. This event occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: "we are getting reports that the gravity 15gtt set is falling apart, not properly glued!!"